Event description:
On (B)(6) 2010, pt reported the infusion device displayed an unclearable electronic error (e7). Error appeared over the previous 2 days. Patient was using the correct type of battery when error appeared and battery was 3 days old. Patient inserted a new battery during troubleshooting call and infusion device displayed cartridge error (e10). Pt removed and reinstalled battery and attempted to retract piston rod. Infusion device displayed another electronic error (e7). Infusion device has not been dropped. The piston rod on the infusion device has been "sticking." During cartridge change, piston rod would retract but not advance slightly to prepare for insertion of insulin cartridge. Patient would tap the piston rod with a pen or lightly bang the infusion device, and then the piston rod would advance. Infusion device was not exposed to electromagnetic fields but continued to have moisture in the cartridge compartment. Patient dried cartridge compartment with a q-tip when this happened. There was no moisture in cartridge compartment at the time of call. Patient first noticed moisture in cartridge compartment 6-8 weeks ago and first noticed piston rod sticking 2 weeks ago. Infusion device, battery, and battery cover were replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.